Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. During evaluation at a third-party service center, the rear enclosure assembly, dc power connector cable, and exhalation port block pas were found to be damaged. In addition, the enclosure seal kit required replacement due to changes made to the rear enclosure, and the front case was observed to be cracked. During functional testing, the device failed the pressure sensor calibration test. Available service documentation did not indicate that replacement of any components was required to address this issue. Following repair, the device successfully passed all required functional and performance testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of pressure sensor calibration test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review not required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.